Event description:
Patient reported the return of fecal incontinence as they had a massive evacuation with no warning. It was working as miracle until last week tuesday. Patient increased stimulation to 4.5 after that and if they turn it any higher, it became uncomfortable. Patient had another episode last night. Patient took two imodium to resolve the issue. Patient reported that return of symptoms are mostly resolved. However, on 2016-10-16, they had another horrible episode of fecal incontinence. Fecal incontinence was absolutely horrible and disgusting. Patient reported that they knew that this device was not 100% perfect but they thought 50 % was not enough. However, they wanted the company to know that they are grateful for any help. Patient reported that there was no difference in diet, medication or activity which might have trigger these symptoms. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.